Event description:
It was later reported that the ICD had been explanted and replaced due to the previously reported eri.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed a memory error for a ram (random access memory) integrated circuit.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por) due to the patient¿s radiation therapy. The ICD was reprogrammed to clear the error so a save to disk interrogation could be collected. It was also noted that the device had reached recommended replacement time (rrt). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset (por) parameters were present and low battery voltage alert for rrt (recommended replacement time). One por for write to locked ram, on (B)(6)-2013, one patient alert for por on (B)(6)-2013. Time of elective replacement indicator (eri) in save to disk on (B)(6)-2013 device eri less than or equal to 2.62 volt. (B)(4).